Event description:
It was reported that the base part has stopped halfway and the safety feature didn¿t work when the needle was removed. Therefore, the needle was removed from the patient with needle tip not stored the base. There was no reported patient injury.

Event description:
It was reported that the base part has stopped halfway and the safety feature didn't work when the needle was removed. Therefore, the needle was removed from the patient with needle tip not stored the base. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the inability to activate a safety mechanism is confirmed and was found to be due to a bend in the needle shaft; however the root cause of this bend is unknown. One 22 g x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation showed use residue on the safety plate and adhesive residue on the exterior of the tubing of the device. The needle was observed to be bent about midway down the shaft and the safety plate was observed to be positioned at this bend. The bend in the needle shaft prevented activation of the safety mechanism. The safety plate was observed to be difficult to push back toward the needle housing, but the metal sleeve was observed to move freely on the needle shaft. A microscopic observation revealed some abrasive damage on the surface of the needle shaft where the safety mechanism was stuck due to the bend. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.